Manufacturer narrative:
Additional information for lot number:head: dd3033a1,handle: df30781, charger: df3087g2.(B)(4). Additional information for device manufacture dates:head: 02/02/2013;handle: 03/18/2013;charger: 03/27/2013.

Event description:
Consumer reports a filling was removed from her tooth. There is no indication of product malfunction.